Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and a liquid spill was identified. A field service engineer (fse) cleaned the liquid spill, inspected and reseated row board cables on both drawers, ran hardware test application (hta) to release cubies and clear debris, and confirmed all tests passed in hta. Registered pharmacist recovered and tested drawer in application. The system functioned as intended after the field service engineer repaired the device. E1: facility name: (B)(6) medical center

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1.1 and 3 failed and liquid was found. However, there were no delay to patient care and adverse events or injuries reported based on this incident.